Manufacturer narrative:
Analyzed production records, performed historical data analysis and trend analysis. No trend related to irradiation dose lot or device lot was noted. Confirmed labeling included cautions regarding pin site care.

Event description:
Patient had surgery to install a digit widget external fixation system. Surgeon reported device was removed prior to completion of treatment and antibiotics were prescribed due to a pin site infection. Infection cleared.

Manufacturer narrative:
Analyzed production records, performed historical data analysis and trend analysis. No trend related to irradiation dose lot or device lot was noted. Confirmed labeling included cautions regarding pin site care.

Event description:
Patient had surgery to install a digit widget external fixation system. Surgeon reported device was removed prior to completion of treatment and antibiotics were prescribed due to a pin site infection. Infection cleared.